Event description:
It was reported that " pt had bi-lat tkas in 1997 at another hospital. A series of 7000 osteonics total knee was implanted on both sides. Over time, the pt has developed patellar pain. (B)(6) revised the patella and did a poly swap to a 10 mm series 7000 #11 tibial insert. We recently did the other side in (B)(6)." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1997.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.